Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-may-2017, fse arrived at the site to address the reported event. Fse replaced the tube line to the filter. No further issues were reported and no further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the peek tubing to the filter.

Event description:
On (B)(6) 2017, the customer reported that while changing the filter and the peek tubing, the black nut and ferrule cracked with their g8 analyzer. The customer replaced the nut with a gray part from the accessory kit. He stated that the device was temporarily operable but was requesting service to properly address the issue. Technical support (ts) ordered the parts, which were scheduled for arrival at the site the following week. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.